Event description:
It was initially reported that the patient was to be scheduled for a prophylactic replacement. However, later information indicated that every day at 2:30pm the patient felt like the magnet had been swiped, causing her to go into a "coughing spell" that lasts about 30 seconds. This used to happen to the patient around 6:30pm, but it "recently" just switched to 2:30pm. The patient's physician had been consulted by the patient for this, but it was not known what could be done to help it. The patients last known settings were from (B)(6) 2006 and last known diagnostic testing showed proper device function. Attempts for further information have been unsuccessful to date.